Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected field: h4.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found the catheter of the iabp unit that had the reported "blood back" issue. The fse discovered that the blood stopped before the catheter extender and no blood was found in the unit itself. The fse performed a preventative maintenance (pm), full calibration, and tested the unit successfully. The fse further performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a blood back issue. No patient harm, serious injury was reported.